Event description:
Description of event on december 23rd, the physician from the hospital contacted me to try to free the prosthesis. As per cc form": when they finished the calculus extraction and went to put in the prosthesis, it fit perfectly, but when they started pressing to release it, it wouldn¿t move forward or backward... They took it out, wondering if something had happened to it... They removed the guide and still the prosthesis didn¿t move. Patient/event info - notes was the product inspected for damage before use? (Kinks etc) yes what was the target location? Biliary details of the wire guide used (diameter, type, make)? Acrobat2 o,35 , 480 what endoscope type and channel size was used? Duodeno terapeutico did the patient exhibit difficult anatomy (n/a, tortuous, altered)?no if altered please indicate the procedure type (e.g., cholodochojejunostomy) at what stage of the procedure did the complaint occur? (While inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning) when they were going to release what was the length and diameter of the stricture? 3cm was the safety wire removed? If yes, at what point was it removed. Once outside, they played with the prosthesis to see what would happen, and it didn't move, so they tried to remove the guide. Was the stricture dilated before stent placement? N/a, yes, no? No was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no si was resistance encountered when advancing the wire guide to the target location?no was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered? N/a what was the position of the elevator during advancement?n/a what was the position of the elevator during attempted deployment? Was the directional button pressed during use? N/a, yes, no when it failed, one way and then the other was pressed was the yellow marker kept in view during attempted deployment? N/a, yes, no no move was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?)no did the patient require any additional procedures as a result of this event? N/a, yes, no another stent what intervention (if any) was required?the same was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another daysame day did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no no were any other defects (other than the complaint issue) observed on the device ?no please confirm if the device will be returned for evaluation? Yes

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2339354 involved in this complaint was returned for evaluation. With the information provided, a physical and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 12th feb 2026. During the device evaluation, the following was noted: visual inspection: lockwire returned separately and kinked/damaged in multiple places. Inner cannula exposed from the handle on return. Piece of inner cannula appears to be attached to distal end of the lock wire. Red marker past ponr. Introducer examined and kink observed measuring approx. 129cm from the white tip. Functional inspection: handle actuating fine for deployment and recapture but unable to deploy the stent. The reported failure was observed. The device underwent a re-evaluation with representation from manufacturing and process engineering present. In this re-evaluation, the following was noted: the device was re-examined. Red shuttle was manually separated from the cap. Flexor was cut just above the zip port to remove the stent manually from the flexor. No bunching observed. Lock wire examined and piece of inner cannula attached to distal end examined. The user also submitted an image and a video. The image shows a picture of the device label and information. The video shows the user actuating the handle for deployment and re-capture outside the patient but the stent was not deploying. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the patient anatomy and/or the delivery path. Although the user reported that the patient anatomy was not tortuous or difficult, the delivery path for the device may have presented challenges. Anatomical complexities such as sharp bends, may have caused compression or exerted pressure on the introducer resulting in the formation of a kink. This kink could have potentially led to deformation of the inner lumen and the restriction of the free movement of the internal components (inner cannula, filler cannula and lockwire). When deployment was then attempted against this obstruction, additional forces were likely applied through the handle. This may have resulted in overload of the filler cannula/retrieval loop/lockwire assembly, causing partial separation and leaving a segment of inner cannula attached to the lockwire. With the internal components damaged and effectively locked in this way, the prosthesis could no longer be deployed, which aligns with device evaluation findings. During the device evaluation it was noted that a section of the long cannula from the long retrieval loop cannula was present on the end of the retaining wire. This was examined by manufacturing and process engineering and it was noted that the end of this portion of the cannula, showed signs of a severe kink, which when the retaining wire was removed broke off and remained on the retaining wire. The kink noted on the flexor corresponds to the position of the broken portion of the long cannula. It is unclear when this kink occurred however, the user stated that the product was inspected for damage prior to use ¿ had the kink occurred prior to use, it would have been observed by the user. It is highly unlikely that the device left the manufacturing facility with the kink present. Confirmation of complaint: the complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reported, when the user finished the calculus extraction and went to put in the prosthesis (evo-fc-10-11-6-b device of lot number c2339354), it fit perfectly, but when they started pressing to release it, it wouldn¿t move forward or backward. They took it out, wondering if something had happened to it. They removed the guide and still the prosthesis didn¿t move. Confirmed quantity of 01 x used device. No adverse effects to the patient were reported. Another device was used to complete the procedure. Investigation findings conclude that a possible root cause could be attributed to the patient anatomy and/or the delivery path.

Event description:
A supplemental report is being submitted due to completion of the investigation on 23 feb 2026.